Manufacturer narrative:
The valve was rec'd in the st jude med heart valve div fer analysis lab in a st jude med product return kit, submerged in a liquid solution. The outer portion of the sewing cuff had been cut away, and was not returned for analysis. The inner portion of the sewing cuff, which remained attached to the valve orifice, was brownish-gray in color and contained several sutures. A small amount of a whitish tissue was attached to the returned portion of the sewing cuff. A granular substance, appearing to be blood and/or body fluid, covered the carbon surfaces of the valve. Both leaflets exhibited normal mobility. The valve was chemically sterilized and forwarded to dr jack l titus, an independent pathologist at the st paul heart & lung ctr, for gross morphological examination. Dr titus stated that at the time of his examination, the valve appeared to have been extensively cleaned of most tissues. The sewing cuff exhibited a small amount of normally appearing fibrous tissue located on the outside of one of the pivot guards. No other tissues or remnants were identified. No abn0rmalities were identified, and no histologic sections were obtained. Dr titus concluded that this explanted valve appeared essentially normal for a previously implanted prosthesis. The valve's device history record was examined to ensure that each mfg and inspection operation was followed by the appropriate signature and date, indicating that the process was performed in accordance with st jude med's specs. Each operation for the mfg and inspection of this valve and its packaging was followed by the appropriate signature and date. Info reviewed from the valve's device history record and the add'l testing performed through the fer analysis lab indicated the valve complied with st jude med specs at the time of MFR. Results of this investigation indicated the valve was explanted due to endocarditis. This infection was most likely caused due to the pt's use of intravenous drugs, as supported by dr forbes' statement, and by the fact the pt contracted native valve endocarditis for the same reason prior to the initial placement of this explanted valve. The endocarditis was not due to an intrinsic valve defect, as supported by testing and review of the valve's sterilization parameters.

Event description:
This valve was explanted due to endocarditis.